Event description:
It was reported that the vns patient who is subject to a study presented chest infection which started on (B)(6) 2015 and which resolved on (B)(6) 2015. The infection was treated with clarithromycin. A review of manufacturing records confirmed that both the generator and the lead were sterilized prior to distribution. No known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative and/or corrected data, corrected data: suspect device UDI: (B)(4). The suspect device UDI was inadvertently not provided in the initial and supplemental MDR.

Manufacturer narrative:
Describe event; corrected data: the previously submitted MDR inadvertently provided an incorrect event description.

Event description:
It was reported that the vns patient who is subject to a study presented chest infection which started on (B)(6) 2015 and which resolved on (B)(6) 2015. The infection was treated with clarithromycin. A review of manufacturing records confirmed that both the generator and the lead were sterilized prior to distribution. No known surgical interventions have occurred to date. Further information was received indicating that the event was not related to vns stimulation or surgery.